Event description:
Information received regarding the explanted device notes that although programmed to a rate of 60 ppm, the device paced at 65 ppm. When a threshold test was performed with a temporary programmed rate of 100 ppm in vvi mode, the device paced at 105 ppm. There were no consequences to the patient.